Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. The customer reported that the power switch overlay was replaced. The ventilator passed all testing and operated within the manufacturing specifications this MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator power button led was not lit. There was no patient involvement.